Manufacturer narrative:
Vyaire medical file identification: (B)(4) h3: other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the gde on an avea was replaced due to water damage and vent inop alarm. No patient involvement was reported.